Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a PICC was placed on a patient using the vps unit that did not correlate with cxr. Physician radiologist read was 'right atrium' and advised to pull PICC back 4cm. PICC team validated cxr read by reviewing the cxr and stated that the PICC looked 'unarguably deep.' The PICC was pulled back 3cm with a repeat cxr showing svc placement. The local clinician reviewed vps console and showed perfect p wave and p wave amplitude increase, consistent with green arrow to bbe. No orange indicator near bbe at all.

Event description:
The customer reports: a PICC was placed on a patient using the vps unit that did not correlate with cxr. Physician radiologist read was 'right atrium' and advised to pull PICC back 4cm. PICC team validated cxr read by reviewing the cxr and stated that the PICC looked 'unarguably deep.' The PICC was pulled back 3cm with a repeat cxr showing svc placement. The local clinician reviewed vps console and showed perfect p wave and p wave amplitude increase, consistent with green arrow to bbe. No orange indicator near bbe at all.

Manufacturer narrative:
Qn#(B)(4). The reported issue "PICC placed on patient did not correlate with cxr" could not be confirmed by evaluation of the returned vps g4 system. The results of functional and electrical testing of the returned console were acceptable. No problem was found with the functionality of the returned console. No chest x-ray images were provided for review. Vascular r and d reported a review of the procedure dataset highlighted that a yellow triangle symbol appeared throughout the majority of the case and in particular the last approximately 680 frames until a blue bulls eye symbol appeared. The operator's manual section 'indicator symbols' explains the yellow "damped doppler signal" indicator. In this explanation it states the following: ' .a yellow triangle could also result from poor blood flow in a vessel due to stenosis or from severe environmental noise. If a persistent yellow triangle is observed with no audible or visual doppler signal, despite troubleshooting being performed, an alternative method of tip confirmation (chest x-ray or fluoroscopy) is suggested. Reliance on a blue bullseye is not recommended in this scenario.' Vascular r and d concluded as indicated in the manual for the yellow symbol environmental noise can be a factor in causing a yellow triangle to appear. In this case there is a consis tent line appearing as retrograde flow throughout the case and the console was returned and evaluated by the service department and no issues were found with the console. It was confirmed that the end user obtained a chest x-ray to confirm tip location, as is recommended by the manual, even though a blue bullseye was achieved. A device history record review for the original manufacture was performed by the manufacturing site and did not reveal any manufacturing related issues. A corrective action is not required at this time as user error - unintentional - other caused or contributed to this event. Environmental noise caused a persistent yellow triangle symbol to appear over the course of the case. No further action will be taken.